Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4: it was reported when using bd vacutainer® ultratouch¿ push button blood collection set, holes in the tubing leading to blood leakage was observed in an unspecified number of devices. No adverse impact was reported to patient or user.